Manufacturer narrative:
The customer complaint of lvp keypads failing asm keypad test was confirmed by the bd field team. One hundred two (102) 8100 assy door w/keypad (p/n tc10008458) were received for investigation. The assemblies were returned as part of a bd field activity with no reports of patient involvement. Testing was performed by the bd field team and determined that the returned assemblies failed alaris system maintenance (asm) testing. No further testing was deemed to be required by customer advocacy. CAPA (B)(4) has been opened to evaluate possible design improvements which is still on-going. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that the new 2018 dated devices failed asm keypad test and required replacement of the keypad. There was no report of patient involvement.

Event description:
The customer reported that the new 2018 dated devices failed asm keypad test and required replacement of the keypad. There was no report of patient involvement.

Manufacturer narrative:
The customer complaint of lvp keypads failing asm keypad test was confirmed by the bd field team. One hundred two (102) 8100 assy door w/keypad (p/n tc10008458) were received for investigation. The assemblies were returned as part of a bd field activity with no reports of patient involvement. Testing was performed by the bd field team and determined that the returned assemblies failed alaris system maintenance (asm) testing. No further testing was deemed to be required by customer advocacy. CAPA ca-2018-0128 has been opened to evaluate possible design improvements which is still on-going. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.